Event description:
Optometrist reported a pt experiencing a lot of glare and halos, after bilateral lasik surgery, without any improvement over the past few months. Pt also noted that the glare and halos experienced postoperatively were less than those with contact lenses worn preoperatively. Pt was put on brimonidine drops, two times a day. This report will reference the pt's left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).